Event description:
On 5/5/97, during the coronary artery bypass graft for endoscopic vein harvesting, a staff member went into the procedure room to announce to the staff that the endoscope and camera being used for the procedure were not sterile. This occurred approx 20 minutes after the procedure had begun. The procedure was completed with a second scope and as a precaution against infection, the surgeon decided to administer antibiotics longer than the 48 hours usually recommended for this type of procedure. On 5/23/97, the surgeon reported that as a result of the event described above, the pt developed multi-organ failure and sepsis. As a result of this condition, a tracheotomy and renal dialysis have been performed and the pt is in a partial coma. He/she is in a "no code" room and will not be resuscitated if total failure occurs.